Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), a right ventricular lead integrity alert was triggered and right ventricular undersensing occurred during a non-sustained tachycardia episode. The lead integrity alert, sic and undersensing occurred on the same date.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary #geo event description: it was reported that the implantable cardioverter defibrillator (ICD) triggered a patient alert for increased sic and fast nsvt-episodes. The patient had cardiac arrest and was unconscious. Additional information revealed that the patient died as reported due to a cardiogenic shock. Preliminary geo assessment:the egm reveals a pattern of a polymorphic vt, which explains the high sic and nsvt episode. The farfield egm revealed a high rate, which would match with a vt and is related to the reported cardiac arrest. The best corrective action would be to reprogram the ICD to lower detection criteria, so the tachy pathology would be detected correctly and therapy would be delivered. The programmed vt/vf detection zones seem not to be appropriate for this patient. Preliminary geo conclusion: probably the ICD detection algorithm is not correct for the patient condition. As the patient has a polymorphic vt, there was underdetection with intervals 30/40. However, future programming will not guarantee any therapy delivery for this patient condition. Update daemer1 (B)(4) 2014: there is no additional information available during the time that the patient died. As the products are not returned, we remain inconclusive about the root cause of the death. There is no indication that a product related problem contributed to the reported patient death. Product ID: d364vrg, serial# (B)(4), implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient arrived at the hospital in cardiac arrest and was unconscious. It was further reported the device gave a right ventricular lead integrity alert on the date of the cardiac arrest. Increased short interval counts (sic) and fast non-sustained ventricular tachycardia episodes were observed. Additional information received reported the patient is deceased and died ten days later. The cause of death was provided as cardiogenic shock, ¿suo¿ and coronary artery disease. Technical review of electrograms noted polymorphic ventricular tachycardia (vt) with possible underdetection related to programming. No autopsy was performed and the device system will not be returned.